Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick cable has some spilts in it causing the chair to not pick up the tilt, elevate and the s4wsb. The provider states he can jiggle the cable and the tilt will work.